Event description:
Reportedly the suture was used during an aortic repair. The needles repeatedly bent, while suturing the dacron graft, the bent needles created holes in the aorta requiring additional platelets to be administered and use of a cell saver.